Event description:
It was reported that during a percutaneous transluminal atherectomy (pta) procedure, balloon rupture occurred. Access was obtained via cephalic vein approach. The 95% stenosed lesion was located in the moderately tortuous and non-calcified anastomotic site of a shunt vessel. A 4x40mm non-bsc balloon catheter was used. Then the 4.00mm/1.5cm/140cm small peripheral cutting balloon was used and the balloon ruptured at 4atms on the first inflation. The procedure was completed with this device. No patient complications were reported and the patient's condition is good. However, additional information revealed a blade detachment.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). A visual examination identified a hypotube kink 92cm from the strain relief. This type of damage is consistent with excessive force being applied to the delivery system. A microscopic examination identified a balloon longitudinal tear measuring 7.5mm at the detached blade site starting at 8mm proximal to the catheter tip. An entire blade had detached from the balloon. The pad was intact at its proximal end. The tip of the device was microscopically examined and no issues were noted with its profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as performance was limited due to anatomical procedural factors. (B)(4).